Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400 mg/dl range. Ketone level was high. Customer reverted to using an alternate pump for insulin therapy. Contact alleged pump was not functioning properly. Tandem technical support performed a pump system check in the past and pump was functioning as intended. Contact declined to perform a system check at the time of the report.